Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-jul-2023. H.6. Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received ten photos and two 20gx0.16in insyte autoguard devices from lot number 2255206. Through the visual inspection of the photos, two units are shown that have been used. The units are missing catheters. A gross visual inspection shows that the returned units are similar to the units shown in the photos. The catheter is missing, and the safety button does not seem to have been activated. The units were microscopically inspected, and adhesive was found at the base of the needle hub in both units. A functional test revealed that the safety mechanism would not activate when the button was pressed due to misplaced adhesive on the needle hub. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excessive adhesive or a station or part misalignment during the dispense process. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc pro IV catheter the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the button could not be pressed. The button was pressed to retract the needle, but the needle did not move and was not retracted.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc pro IV catheter the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the button could not be pressed. The button was pressed to retract the needle, but the needle did not move and was not retracted.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.